Manufacturer narrative:
The investigation determined that a lower than expected vitros ipth result was obtained when a customer processed a non-vitros (biorad) qc fluid using vitros ipth lot 1360 on a vitros xt7600 integrated system. A definitive assignable cause was not established. The storage and handling of the vitros ipth lot 1360 reagent pack (pack ID 1195) is a possible contributor to the event, as the tsc determined the vitros ipth results of < 3.4 pg/ml was obtained from the first well of the pack manually loaded following the storage of the reagent pack outside the instrument. It is recommended to minimize manual loading of reagent packs when possible and to avoid unloading/switching reagent packs between instruments due to exposure of reagent packs to ambient conditions. The vitros ipth instructions for use provides guidance as to the storage of opened/unopened reagent packs and the labelling of the vitros ipth reagent pack includes a symbol to ¿keep dry (protect from moisture/humidity)¿. Diagnostic precision testing was performed approximately 2 weeks after the event and the precision results indicate acceptable instrument performance. However, an instrument issue on the date of the event (09 april 2021) is a possible contributor to the event as no diagnostic precision testing was performed on 09 april 2021 to verify the performance of the vitros xt7600 integrated system. Additionally, unexpected microwell assay results were obtained from other assays on the same vitros instrument on (B)(6) 2021. Finally, an acceptable vitros ipth qc result was obtained on (B)(6) 2021 upon repeat testing following cleaning of the microwell incubator. A vitros ipth lot 1360 reagent issue is an unlikely contributor to the event, as pre and post-event biorad qc results were acceptable and a repeat vitros ipth result from biorad l1 qc fluid testing on the date of the event was acceptable. However, the customer does not run biorad qc fluids on a daily basis and therefore historical qc performance of vitros ipth lot 1360 could not be confirmed. Therefore, a reagent issue cannot be completely ruled out as a contributor to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1360. Improper biorad qc fluid handling cannot be ruled out as a contributor to the event. It was not determined whether the correct protocol was followed for the handling and preparation of the biorad l1 qc fluid. Following the preparation of a fresh vial of biorad qc fluid, the repeat vitros ipth results was acceptable. Email address for contact office is (B)(4).

Event description:
The investigation determined that a lower than expected vitros intact pth (ipth) result was obtained when a customer processed a non-vitros (biorad) qc fluid using vitros ipth lot 1360 on a vitros xt7600 integrated system. Biorad lot 60291 level 1 (l1), vitros ipth result of < 3.4 pg/ml versus the baseline mean of 20.53 pg/ml. The lower than expected vitros ipth result was obtained when the customer was processing non-patient fluid. However, the investigation could not rule out that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number and ivd (B)(4).